Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that exposed to moisture, failed batt test, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer = black the pump was returned for corroded battery tube and occasional failed battery alarms found on (B)(6)2022. The pump was received with a corroded battery tube (battery leakage) and powered up properly after battery installation, the pump passed the sleep current measurement, active current measurement, self test and displacement test. No unexpected battery failed alarms noted during testing. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery failed alarm noted during testing. A review of the history files shows on 1/5/2022 the battery cap was removed eight (8) times at 07:51 and the pump alarmed battery failed after the battery cap was installed. This indicates the corrosion inside of the battery compartment impeded a proper battery connection and the pump alarming battery failed. The pump was cut open for a visual inspection. No moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor or force sensor. A test p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: corroded battery tube, scratched case, pillowing keypad overlay, end cap address label faded, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Failed batt test (battery failed) alarm is confirmed due to corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.